Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that on (B)(6) 2024, the patient suffered an embolic stroke. Their international normalized ratio (inr) at the time was 7.8. Vitamin k was given to the patient. The patient also had positive blood cultures for candida (driveline was not infected). The patient started on antifungal medicine. The patient suffered with global aphasia and weakness and continued to progressively get worse. It was decided to place the patient on hospice on (B)(6) 2024, and the patient passed away on (B)(6) 2024. It was communicated on (B)(6) 2024 that the source of the fungal infection was unknown, and it was also unknown if there was any pump involvement related to the fungal infection.

Manufacturer narrative:
Section h6: health effect - clinical code corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The product would not return for evaluation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. The IFU lists stroke, infection, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Additionally, section 6 contains information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 6 also lists infection as a potential late postimplant complication. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. The heartmate 3 lvas patient handbook, rev. D, also contains information about caring for the driveline and preventing infection. No further information was provided. The manufacturer is closing the file on this event.